Event description:
It was reported that the lead exhibited impedance of 190 ohms. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.